Manufacturer narrative:
Pr#: (B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that co2 failed opcheck and the co2 pump won't start. There was no report of patient involvement.